Manufacturer narrative:
Service on the device was performed by the customer. It functioned normally and was returned to service. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp was working properly with ECG trigger but they do not have any arterial pressure reading or a waveform. The customer switched the iab and the blood pressure reading appeared on the screen and therapy was continued. No pt injury was reported.